Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer administered a manual injection of insulin to address the bg. Reportedly, the customer reverted to an alternate method for insulin therapy.